Event description:
While on isoproterenol with multiple extra stimuli the physician was able to induce ventricular tachycardia (vt). He performed anti-tachycardia pacing (atp) treatment and was able to restore sinus rhythm. He subsequently performed more substrate modification and then again repeated testing. At this point the patient developed a different ventricular tachycardia with a cycle length of approximately 260 milliseconds rapidly degenerated and arteriovenous fistula (avf). This necessitated external shock after atp failed. The defibrillator was charged to 200(j). Attempted to defibrillate and the zoll monitor alarmed "check pads". There was no rhythm on the defibrillator screen due to the "check pads" message. Chest compressions initiated and the rhythm displayed. They were finally able to shock the patient. At this point, the physician elected not to pursue any further ablation. The patient tolerated the procedure well without apparent complication.